Event description:
It was reported that patient underwent partial left knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.